Event description:
It was reported by repair work order that the brakes were not holding to specifications due to broken casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.